Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2020. It was reported that the cause of the empty pump was a missed refill. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was in the office and their pump was alarming every 10 minutes. Interrogation revealed that the pump was empty and needed to be refilled. The pump was then refilled that day. No patient symptoms were reported. The patient's weight was unknown. No further complications were reported.